Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 swan-ganz catheter with attached 1.5cc limited volume syringe. Per visual inspection under microscope, the balloon was found to have ruptured in the central region extending completely around the catheter. The ruptured edges did not match up. All through lumens were patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon broke" was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that prior to use, the balloon on the swan-ganz thermodilution catheter broke during set-up. There was no patient involvement or injury. Patient demographics were not available.